Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up experiencing fatigue. A chest x-ray confirmed that the atrial lead had become dislodged. No medical intervention was reported.